Manufacturer narrative:
One unused, representative unit was received on (B)(4) 2014. The incident is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
It was reported that while using a bd nexiva diffusics, an extravasation occurred. The pt was evaluated by a radiologist and ice was applied to the area where the extravasation occurred. The pt also had a consultation with a plastic surgeon related to the extravasation. It is unk if any further medical intervention was needed.